Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported to the rep that upon inspection, the hole for the strike plate in the standard t2 tibia nail holding arm was observed to be counter-threaded and fraying. No associated procedure.